Event description:
Related manufacturer reference number: 2017865-2022-50622. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited a high capture threshold, which resulted in failure to capture. During the lead extraction, the physician was unable to advance the stylet in the ra lead due to the dry heme in the lead. The ra lead was explanted. The physician decided not to implant a new lead as access to the vessel was unsuccessful. On (B)(6) 2022, the initial ra lead was capped and replaced due to noise. The physician decided to uncap the initial ra lead and re-insert it for use. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.